Manufacturer narrative:
One healicoil sa pk 4.5mm w/2 ub-bl, cbrd bl device was returned for evaluation of the reported complaint mode ¿broken eyelet.¿ the anchor with no insertion device was received. The entire body of the anchor has broken threads with the major damage at the proximal end. There is no material missing and the bridge (eyelet) is intact. The patient¿s bone quality was reported as very poor. Based on these observations, it appears that the anchor was initially supported by the harder cortical layer but upon applying tension to the suture, the underlying bone structure wasn't able to provide sufficient columnar support and the anchor collapsed. A review of the device history records was performed which confirmed no inconsistencies. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a rotator cuff repair utilizing three healicoil sa pk 4.5mm w/2 ub-bl, it was reported that two of the three devices implanted, had broken. The first anchor was implanted successfully. The second anchor partially broke; the tip remains implanted and one of the sutures was tied down successfully. The third anchor broke (was removed and returned to manufacturer for analysis) and the broken pieces were removed with a shaver. A 5.5mm twinfix ultra suture anchor replaced the broken device. The case was ultimately completed with three medial row implanted anchors. The customer reported that the patient¿s post-operative condition was not ideal. At this time, the patient¿s post-op status is unknown. The patient¿s bone quality was reported as very soft and poor.